Event description:
It was reported an asymptomatic patient presented in the clinic for routine follow-up. Upon interrogation the pulse generator exhibited backup vvi operation. A software download was successfully performed. The device remains implanted.

Manufacturer narrative:
(B)(4).